Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the insertion sheath was deformed. The following information was provided by the user facility: when the angio-seal poly-foil pouch was opened, the tip of the insertion sheath differed from that of the normal device. The device was not used and another angio-seal device was used to continue the hemostasis procedure. The physician had completed the training process on the device prior to this case. Hemostasis was successfully achieved by the second device. There was no health damage to the patient.